Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-103070.

Event description:
A customer reported that at the end of the procedure there was a loud noise and a warning of occlusion. Additional information has been requested.

Manufacturer narrative:
The customer reported that the phaco handpiece set off an occlusion warning. The customer did not request service for the system. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The associated system was manufactured on june 20, 2016. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).